Event description:
It was reported that the item hand piece for battery powered driver has an unknown allegation. It is unknown when the incident was observed. There was no patient involvement or reports of impact to surgery. This report is for handle battery powered driver this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The customer reported 05.000.008, hand piece for battery powered driver has an unknown allegation. The repair technician reported that device run intermittent in fast forward, forward and reverse mode, damaged wires, rust on motor, black debris on internal components. The cause of the issue is user error. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part number: 05.000.008, synthes lot number: 005208 was 5467409, supplier lot number: 001320, release to warehouse date: 11 mar 2007, supplier: (B)(4). Mrr # 121572 was issued during manufacturing, 53 pieces were reworked using normal manufacturing processes. All contact plates were replaced using nytemp screws. Units were reported to conform to dco # 10004702. All units were inspected. Relevance to complaint condition cannot be determined until the product is returned for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.